Event description:
According to the reporter: saw dr at hospital and he reported delayed inflammatory response 4 weeks post op on 4 different abdominoplasty pts. Told rep it was progressive and followed the suture line. Dr reported he had planted the suture fairly deep. Said one pt needed to be re-closed and he switched to the product. Rep requested meeting at dr's office to get details of each incident and file ftrs. Dr (B)(6) agreed and suggested calling the office to set an appt. Rep is following up, but wanted to file on what has been reported so far.

Manufacturer narrative:
(B)(4).